Event description:
The customer's mother reported that her son was hospitalized on (B)(6) 2013 with blood glucose results in the 600s, as tested on a hospital meter. No specific results were provided. He had no other symptoms of hyperglycemia, and no diagnosis yet at the time of the call. He was being treated with intravenous insulin. On (B)(6), his blood glucose was 408 mg/dl in the morning. The hospital staff was unsure why he was still having high blood glucose while on intravenous insulin, so they were doing further testing. His mother did not have the pdm available and was not able to answer more questions. She stated that she would call back with more information when her son was home from the hospital. At the time of the call, there was no expected discharge date.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod" and "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."